Event description:
Related manufacturer reference number: 2017865-2022-38312 it was reported that r wave amplitude variation and episodes of post-paced t wave oversensing were observed on the device. Additionally, episodes of automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event; however, after reprogramming, additional episodes were observed. No further intervention has been performed at this time. The patient was stable.